Event description:
This css console was not on a pt. A syncardia clinical support team member reported that while performing a routine console checkout at an implant center in (B) (4), the monitoring computer exhibited a warning that there could be some defective sectors on the hard drive. The warning message occurred during computer boot-up, the computer program ran the monitoring software (B) (4) after exiting from the warning message. This alleged malfunction poses a low risk to a pt because the issue was observed during a routine console checkout, and was not supporting a pt. In addition, it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.